Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the surgeon that the clips were not closing down on the tissue. There was no consequence to the pt.